Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the helix of the lead was extrinsically bent. The proximal conductor of the lead became extrinsically fractured due to melting. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddlers syndrome. The physician noted that the helix was extended further than usual on both leads. It was questioned if this was due to the twiddlers syndrome or the laser lead extraction. The right atrial (ra) and right ventricular (rv) leads were explanted and replaced. No patient complications have been reported as a result of this event.